Manufacturer narrative:
H.6. Investigation: bd received 4 samples and 3 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for stopper cocked with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for stopper cocked with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 4 tube edta plc 13x75 2.0 slbl lav had the stopper creep out. The following information was provided by the initial reporter: "in 4 tubes in a sp, the rubber stoppers were placed improperly (stoppers were cocked)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 4 tube edta plc 13 x 75 2.0 slbl lav had the stopper creep out. The following information was provided by the initial reporter: "in 4 tubes in a sp, the rubber stoppers were placed improperly (stoppers were cocked)."